Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9175189 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two samples were returned for evaluation by our quality engineer team. Through examination of the samples, the product appears to be in good condition. The samples were functionally tested and no issues with connection compatibility were identified. At this time, an exact cause related to the manufacturing process cannot be determined for this incident.

Event description:
It was reported that the j connector loop experienced an extension set that was loose/separated/detached. The following information was provided by the initial reporter: j loop pops out of cannula - isn't secure. New policy mandating use of j loops. When filming new procedure noted that jloops pop out of cannula as they are luer slip. This has been ongoing for a long time and reason they are not being used frequently.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the j connector loop experienced an extension set that was loose/separated/detached. The following information was provided by the initial reporter: j loop pops out of cannula - isn't secure. New policy mandating use of j loops. When filming new procedure noted that jloops pop out of cannula as they are luer slip. This has been ongoing for a long time and reason they are not being used frequently.